Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance ,due to diabetic ketoacidosis (dka) high blood glucose bg levels of 23.8 mmol/l (428.4 mg/dl) and nausea, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) of saline, gravol and insulin.